Event description:
A report was received that following a revision procedure reported in MFR report #: 3006630150-2018-00849, the patient was experiencing discomfort at the implant site due to size and location of the ipg. The patient underwent a revision procedure wherein the ipg was repositioned and moved. The patient was reportedly doing well postoperatively.